Event description:
Bvi custom eyes kit - contained 2 beaver xstar safety slit knife 2.4mm 45 degree double bevel instead of 1. Missing was 1 beaver edgeahead sideport safety mvr knife 20g ang 45. Potential harm due to larger incision.